Manufacturer narrative:
An event regarding setting time involving simplex speedset bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection and functional testing was completed on three retain samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: this has been discussed as related to surgical technique of cementation in revision surgery. The surgeon had not enough time to complete all required actions within the available normal setting time of bone cement. Completely procedure-related event. Device history review: bmr review for the reported lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples from the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.if additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via FDA maude report number mw 5055985: need to wear knee brace for support. Had both knees replaced in 2010. Within one year, right knee needed to be replaced because of cement failure. During the revision, the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support. Left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor but doctor conveniently forgot to document on my medical report. Lawyer (B)(6) has all test and doctors' reports. (B)(6). This pi is for: during the revision the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested however, the patient stated they had legal representation therefore, due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported via FDA maude report number mw5055985: need to wear knee brace for support. Had both knees replaced in 2010. Within one year, right knee needed to be replaced because of cement failure. During the revision, the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support. Left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor but doctor conveniently forgot to document on my medical report. Lawyer (B)(6) has all test and doctors' reports. (B)(6). This pi is for: during the revision the cement set up too fast. The doctor hammered the stump in, so I have x-rays and doctor reports showing loosening. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support.